Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was 7 mmol/l. Troubleshooting was done. The customer stated that they did not hold a button down for three minutes or longer. Advised the insulin pump needed to be replaced. Advised the customer to revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Also received pump with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and cracked battery tube threads.